Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported issue was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and the packaging was not returned. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, there was unusual leaking/bleed-back with the copilot bleed-back control valve. There was no loose connection noted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott rotating hemostatic valve (rhv) was used to successfully complete the procedure. There was no additional information provided.